Event description:
It was reported that sparks were observed coming out of the ventilator's power cord socket while it was connected to a pt. The sparks ceased by themselves after about 2 seconds. The ventilator was replaced. There was no pt harm. (B)(4).